Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being approximated or sutured when it broke? Procedure date?

Event description:
It was reported that a patient underwent a dental surgery on (B)(6) 2020 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 11/09/2020. Additional information: d10, h6 a manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Additional h-3 summary: an empty opened overwrap packet, a winding former, a paper lid and a needle/suture piece of product code w8006, lot # pdh184 were received for evaluation. During the visual inspection of needle/suture piece, the swage and attachment area were noted to be as expected and marks and body fluids could be observed at the barrel hole and surface suture near of the swage area, the suture end was noted with marks and lineal cut that appears to be by use of surgical instrument. The condition of the sample received indicate an improper handling of the device. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Additional information was requested, and the following was obtained: what tissue was being approximated or sutured when it broke? ¿ intraoral gingival tissue procedure date? ¿ (B)(6) 2020. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.